Event description:
A surgeon reports that following intraocular lens (iol) implantation, the lens was removed due to endophthalmitis. The pt was referred to a vitreo-retinal specialist. The pt's visual acuity (va) prior to the initial implant surgery was 20/fc (finger counting) at 3 feet. The pt's va after the removal of the iol was 20/fc at 1 foot. The pt's va was 20/fc at 6 inches.